Manufacturer narrative:
(B) (4)

Event description:
The pt's daughter reported that the pt passed away. The cause of death was reported to be renal failure. The daughter said the pt's death was device related. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.